Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of being hospitalized on (B)(6) 2014 due to high blood glucose and heart surgery. Customer reported that heart stopped and customer passed out. Customer reported that while hospitalized, insulin pump was taken and was never given back. Customer was calling back due to healthcare professional wanting customer to begin insulin pump therapy. Insulin pump would be sent to customer.